Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set would not draw blood when used with a non-baxter device. In order to draw blood, the reporter stated that the one-link needle-free connector was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.